Event description:
It was reported to philips that the device screen is glitching. The field service engine (fse) evaluated the device and was not able to duplicate the problem. The field service engine (fse) evaluated the device and was not able to duplicate the problem. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device screen is glitching. There was no patient involvement.